Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is displaced on the balloon by about 14 mm in proximal direction. The stent is severely deformed at its distal end, i.e. Several struts are bent. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating the stent was initially crimped in between the two radiopaque markers. The balloon is not well folded anymore and shows signs of inflation. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Please note that the inner diameter of the nipro guideplus st extension catheter does not meet the requirements specified in the orsiro IFU.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a moderately calcified pre-dilated lesion (75 percent stenosis degree) in the lad. After complicated preparation of the lesion, the orsiro was delivered but the stent could not be found with ivus. After removal of the device it was detected that the stent was moved proximal on the shaft. Another orsiro was implanted.